Event description:
During an im rodding of the tibia, the head of the reamer broke inside the tibia canal. Surgeon retrieved some pieces but some smaller fragments were unretrievable and presently remain inside the pt. Surgeon experienced difficulty removing broken reamer head from the shaft.

Manufacturer narrative:
Device has not been returned for eval. The mfg records were reviewed and no complaint related issues were found.